Event description:
It was reported that the patient had presented with increased generalized pain two days prior to report. It was stated that the physician want the device interrogated to check for alarms and to see the current programming. Two days prior to report, the pump had been interrogated and ¿everything looked good¿. That same day, it was later reported that, on the wednesday of the prior week, the patient didn¿t want to get up to eat lunch and barely ate anything when she did. By that afternoon, she wouldn¿t get out of bed and was brought to the hospital later that night. The reporter initially suspected that the patient had a urinary tract infection, but blood work and a urinalysis had been done. It was also suspected that the patient may have had influenza or a ¿bug¿, but she got worse the next morning. At that time, she exhibited a reduced level of consciousness, was extremely agitated, and started to have spasticity on her left side. The reporter had not seen that type of spasticity in the patient for over twenty years, prior to morphine being used in the pump. That day, the patient was brought back to a hospital where she was still admitted at the time of report. It was stated that the patient was exhibiting sympto ms of morphine withdrawal including: sneezing, yawning, and abdominal cramping. Also, the patient¿s blood pressure had been ¿through the roof¿ because she was in so much pain. At the time of report, the patient¿s blood pressure had been gotten down. It was also noted that the patient¿s respiration was ¿on track¿. There were no details of specific respiration issues, but the patient had already been on oxygen as there had been previous issue with stabilizing her. That night the pump was interrogated and it was reportedly working and the battery life was good. It was noted that several physicians had met with the patient, including a pain specialist and a surgeon. One physician thought that the patient was having neuropathy as she was a ¿long-standing diabetic¿. The reporter stated that the patient had testing for that, but physician still was going to put her on lyrica to treat for neuropathy pain. On the following tuesday, a radiologist confirmed that there was an issue with the catheter as it couldn¿t be aspirated and they were afraid to push medicine through. It was unknown what was wrong with the catheter, but the reporter suggested it was possibly a kink or blockage. At the time of report, it was stated that the patient was stable, but it was also noted that she was in distress. Nine days later, it was reported that a catheter revision was being performed. The plan was to disconnect the pump and attempt to aspirate directly from the catheter. Additionally, it was possible that a bolus would be done on the back table at that time, to make sure it was dripping. It was stated that, during a dye study on tuesday of the prior week, nothing could be aspirated from the side access. It was also noted that, at the patient¿s prior refill, the correct amount of fluid was aspirated from the reservoir. The device system contained infumorph.

Manufacturer narrative:
Product ID 8709, lot# l62602, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type - catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported. It was reported that the patient hadn¿t been receiving any pain relief. It was stated that the patient was not having any withdrawal symptoms, just pain. During the event, the catheter was replaced, but the pump was not. The dosing remained the same after the replacement, but the reporter had no further patient information since the surgery.

Event description:
The patient¿s daughter later reported that, at the time of the patient¿s revision in (B)(6) 2013, their abg¿s were ¿off the wall¿ and they were hyperventilating, and their respirations were jumping from 25 to 35. Their blood pressure was 198 over 96. They noted that once they administered morphine through IV, the patient¿s blood pressure stabilized and their breathing stabilized. The daughter noted they were unable to remove the catheter; that they had to leave it in, cut it, and clamp it, and put another one in.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l62602, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported was: on (B)(6) 2013 the patient experienced low back pain and bilateral knee pain. The patient had low back pain that radiated down her bilateral lower extremities terminating at her bilateral knees. Swelling was noted in bilateral ankles. The pain was described as throbbing intermittent type pain and the patient felt that her pain medication in the pump helped to decrease the pain and increase her function. The patient¿s daughter noted a decline in the patient¿s cognitive function over the past few years and the long term memory has been affected. The patient had been to see a psychologist recently and the doctor felt that the decrease in cognition was due to the patient¿s long term medical diagnosis and long term use of multiple medications. The daughter stated that her changes in memory have not been associated with any changes in her pain medication. The patient states that sitting for too long standing for too long or any physical activity increases the pain. The patient was using oral medication hydrocodone four times per day. A revision was performed on (B)(6) 2013. It was indicated a revision was done of the pump due to a malfunction indicated as inability to inject or withdraw fluid from the spinal catheter. It was not possible to aspirate fluid and no spontaneous flow of fluid occurred. The pump itself was satisfied and tested for flow. A new catheter was implanted. The intrathecal catheter was found to be dripping cerebrospinal fluid. On (B)(6) 2013 the patient was ¿feeling a little depressed¿ and it was indicated it was ¿painful to touch.¿ an appointment was planned for (B)(6) 2013. The pump was delivering infumorph. Additional information reported was: when the patient had surgery on (B)(6) 2013 the patient was in for a week before morphine withdrawal was determined. The patient¿s respiratory status was jumping 25 to 35; the blood pressure was 190/90. The hcp was attempting to get the respirations under control. Morphine was administered to the patient and the respiration rate and blood pressure decreased. Additional information reported was: (B)(6) 2013, there was a catheter blockage where they had to "cut it, clamp it, and put a new one back in".

Event description:
Additional information received reported the dye study performed on (B)(6) 2013 had been inconclusive and that the catheter was "cut and clamped due to occlusion". An 8781 ascenda catheter model was then implanted. No further information was provided.